Manufacturer narrative:
Further detailed event information was not provided to bsc. We completed a good faith effort to obtain the information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the radiopaque tip came off. An accustick ii w/o .038 was selected for use during the procedure. During use, the radiopaque tip detached from the sheath and separated within the patient. The procedure was completed using another accustick ii w/o .038 device. No patient complications were reported as a result of the event, and the patient fully recovered.